Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger will not recognize battery) was due to contamination on the battery board pca. Upon further evaluation, the u13 cmos flash microcontroller and y1 crystal oscillator on the bedside board were internally shorted and open. The root cause for the contamination was ingress of an unknown liquid. The root cause of the open y1 crystal oscillator and u13 cmos flash microcontroller was unable to be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.